Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what kind of procedure? Lobectomy. What other color cartridges were used before and after this event? No more. Did the device deploy any staples? They don¿t know. As the knife advance did it cut the tissue? They don¿t know. Was the cut line and staple equal in length? They were blocked, neither cut nor stapling will the device be returned? Yes. If not, how was the procedure completed? With covidien endogia. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the first shooting with the green reload, the knife advanced forward just two centimeters, then it locked and the automatic reverse didn¿t. The knife became unlocked with the manual reverse, but the shooting couldn¿t be complete. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.